Event description:
Rep reported that the pt received a valve and was still symptomatic. The surgeon opened the pt up, and the device looked and appeared to be functioning properly. Approx a month later, the pt was still symptomatic and the surgeon opened him up again. He found that the siphon guard had torn from the valve. As a result, the device was revised and the pt is doing well.

Manufacturer narrative:
Upon completion of the investigation, a follow up will be filed.